Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( 204 service code) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for failure was isolated to the distribution node pca needed reprogrammed. The root cause for the communication error could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.